Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 582 mg/dl and 206 mg/dl; 358 mg/dl and 149 mg/dl. Sets of readings were taken at different times. No adverse event reported. The alleged product was requested for evaluation.